Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient passed away around 12:20 am on march 6, which was the time when the nurse found that the circuit was disconnected. The device was still providing flow and was alarming appropriately. There was no allegation of device malfunction. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Manufacturer narrative:
On the previously submitted reported the describe event, "the manufacturer received information alleging a patient passed away around 12:20 am on march 6, which was the time when the nurse found that the circuit was disconnected. There was no allegation of device malfunction." This should be reported as "the manufacturer received information alleging a patient passed away around 12:20 am on march 6, which was the time when the nurse found that the circuit was disconnected. The device was still providing flow and was alarming appropriately. There was no allegation of device malfunction."

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a patient passed away around 12:20 am on (B)(6), which was the time when the nurse found that the circuit was disconnected. There was no allegation of device malfunction. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.